Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: date: late 2008; inratio: 1.2; lab: 2.2.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: late 2008; inratio: 1.2; lab: 2.2; mean: 1.7; confident limits: 1.2-2.3. As per internal procedure, the inratio and lab values are within the confident limits. The product will not be investigated.